Event description:
According to the customer: "the pump was programmed for one infusion and at the end of the bag meet with a specific volume of medicine, and presented a slower drip than usual, with the need to exchange it to complete the infusion."

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Additional information: d9 device returned to manufacturer. Use history: the usage history extracted from the equipment and saved in an excel file. Analysis of use history: the user reported that the adverse event occurred on (B)(6) 2024 but did not inform the schedule that was in use. On the day reported, the user performed two infusions. In the first step, the user programmed a volume of 250ml and a flow rate of 25ml/h for an infusion in 10 hours. The user started the infusion at 09:37:51. At 10:03:55 the user changed the flow to 50ml/h. At 10:34:29 the user changed the flow to 75ml/h. At 11:01:18 the user changed the flow to 100ml/h. The user completed the infusion at 12:46:40. The total volume infused was 245.45ml, compatible with the user's programming and actions. In the second, the user maintained the already programmed flow rate of 100ml/h and programmed the volume of 250ml. The infusion started at 12:47:01, without resetting the already infused volume of 245.45ml. The infusion concluded at 13:17:19, the amount infused was 295.95ml. The total volume infused is compatible with the user's programming and actions. No errors were evident in the volume or flow of infusion. Functional analysis: functional testing was performed using the last two settings made by the user, without changing the flow rate after starting the infusion. The results of the two functional tests carried out showed that the equipment is infusing with the expected precision. Visual analysis: in analyzing the history of use, we found no evidence of infusion error. The results of the two functional tests carried out showed that the equipment is infusing with the expected precision. Unconfirmed technical complaint.